Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant door open alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant door open alarm through observation of the alarm at device power-up, but could not reproduce it during evaluation. Evaluation determined the cause to be a damaged upper hook switch. The upper auxiliary assembly, including the hook switch, was replaced.